Event description:
It was reported that device detachment occurred. The patient presented with high left coronary artery stenosis and severe calcification. The mid left anterior descending (lad) and first diagonal arteries had severe stenosis. The opticross hd imaging catheter was advanced for ultrasound examination of the target lesion but was unable to pass the mid lad. After pre-dilation with a balloon, the opticross was able to pass. After a total of six passes, the catheter separated during removal, while inside the guide catheter and outside the patient. The procedure was completed with another of the same device. There was no patient injury.

Event description:
It was reported that device detachment occurred. The patient presented with high left coronary artery stenosis and severe calcification. The mid left anterior descending (lad) and first diagonal arteries had severe stenosis. The opticross hd imaging catheter was advanced for ultrasound examination of the target lesion but was unable to pass the mid lad. After pre-dilation with a balloon, the opticross was able to pass. After a total of six passes, the catheter separated during removal, while inside the guide catheter and outside the patient. The procedure was completed with another of the same device. There was no patient injury. Previously it was reported that the device separated outside the patient. However, it was further reported that extracorporeal transection was performed, no remains inside the body. Removed by pushing and pulling for extracorporeal transection. The patient was stable.